Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a cylinder aneurysm; therefore, the device was explanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a cylinder aneurysm; therefore, the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The component was microscopically inspected, and leak tested. The cylinder exhibited a hole in the outer tube from the middle to the proximal end of its body. In addition, the component presented a bulge in its middle when it inflated with a syringe, along with a leak from wear in the proximal end of its body. Based on the information available and analysis results, the bulge identified in the cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a cylinder aneurysm; therefore, the device was removed and replaced. There were no patient complications reported.